Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm, along with unexpected restart and external ram crc error. The customer's blood glucose level at the time of incident was 167mg/dl. Troubleshoot was conducted. The customer was not able to complete troubleshoot and would be calling back at a later time.